Event description:
It was reported that the patient experienced sustained hyperglycemia with blood glucose readings up to 376 mg/dl after a morning infusion set and cartridge change on an ilet system, with agent review indicating pump history spikes aligned with meal announcements and a likely unfilled or empty cartridge installed due to cognitively impaired handling and refrigeration of a cartridge. Symptoms included hyperglycemia and seizures. Outcomes included user guidance to monitor glucose, check ketones if elevated values persisted, and use external insulin per ketone protocol if needed, with reconnection after two hours. Investigation included remote pump history review, delivery test via ¿fill tubing only,¿ visual inspection for droplets at the tubing tip, verification of cannula fill, and confirmation of piston position versus actual insulin volume behavior. Investigation of this case revealed an empty or unfilled cartridge and absence of drops on initial fill attempt, consistent with incorrect supply change steps and user technique error, with no pump alarms and successful insulin delivery after proper cartridge replacement and priming. It was concluded, based on previously established findings for similar reports, that the cause was user error related to improper cartridge preparation and installation.